Event description:
Pt reported their ss test reading (22 mg/dl) was inconsistent with the way pt was feeling. Pt stated pt felt "normal" at the time pt received the low reading. No symptoms were reported. Pt did not have supplies needed to do control test. Test strips pt was using were expired. Lfs representative reviewed meter calibration, control testing, coding and cleaning with pt. There was no allegation of harm.